Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath serial# unknown product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver dilaudid(concentration and dose unknown) bupivacaine (concentration and dose unknown), fentanyl (concentration and dose unknown) and another unknown drug. The indication for use was unknown. It was reported that the patient had increased pain, and felt something wasn¿t right. It was stated that the patient and his wife were not aware of any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included first checking for cerebrospinal fluid (csf) flow on (B)(6) 2017, and when they didn¿t have any, the patient was brought back into the operating room (or) on (B)(6) 2017. Regarding interventions/actions taken to resolve the issue, it was stated that they were just looking for csf flow, nothing else. The healthcare provider closed and stated that if the patient didn¿t have pain relief, he was going to put in a new catheter, maybe even a whole new system the following day ((B)(6) 2017). Surgical intervention occurred on (B)(6) 2017, the patient¿s pump was replaced. The issue was resolved at the time of the event, and the patient¿s status was reported as alive- no injury. The patient¿s weight and medical history were asked, and would not be made available (legal/confidential reason). Additional information was received from a manufacturer¿s representative on (B)(6) 2017. It was reported that the healthcare provider had not planned on doing a pump replacement, but once the operation started, he didn¿t think the implanted pump was working correctly. He decided to replace the pump; it was noted that the manufacturer¿s representative had to use her backup pump. It was stated that initially it was thought there was only a catheter issue. The manufacturer¿s representative had done a reading on the pump and there was no error message. It was reported that the pump was found to be disconnected in the pump pocket and was replaced. It was noted that the issue was fixed with the existing catheter. It was stated that the catheter was not removed and remains active. It was stated that the lack of csf flow and patient symptoms were resolved. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.